Event description:
It was reported that during a lobectomy procedure, a failure occurred during the firing of the gold reload, which did not complete the stapling process. The reload was then replaced with a compatible black reload, after which stapling was successfully completed without further issues. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
Pc-002207645date sent: 7/20/2026d4: batch #unkd4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.h4: the device manufacture date is currently not available.attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent:1. Please provide the account/facility name2. Did the device lock-out (no staples deployed and no cut line started)?3. Did the device fully fire and stop during the automatic knife return?4. Was there any difficulty opening the device jaws?5. If yes, what steps were taken to open the jaws?5. If the jaws could not be opened, how was the device removed?attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.a manufacturing record evaluation was performed for the finished device batch number of 647c23 / 22gst60d , and no non-conformances were identified.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.